Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has experienced pain at the lead site (positional in nature) for several months now regardless of stimulation. The patient also experiences a sharp pain in his back when he turns or sits for too long due to which the patient has not used stimulation. Follow-up identified the patient believed the lead may have moved. The patient states he goes to the gym often and experiences increased pain when he moves. It is unclear if the patient is on pain medications for this issue. Additional information identified the patient underwent ipg replacement (reference MFR report: 1627487-2013-11398); however, the physician did not perform a lead revision at the time. As of (B)(6) 2013, the patient continues to experience pain at the lead site and will be meeting with the physician to address this issue.